Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had an eeg performed the day prior, and the eeg turned stimulation from on to off. The consumer needed a new programmer to turn stimulation back on.